Event description:
It was reported that: "a valve was delivered through the rcfa without any issue. They then deployed a manta 18f closure device at the access site, but there was pulsatile bleeding at the access site after the manta deployment." Additional information: "during a tavi, measured depth for the manta was 2.5cm. Systolic bp was 130-140mmhg and act was 249 prior to closure. Heparin was administered but no protamine. Balloon was inflated through the contralateral access site and up and over the aorto-iliac bifurcation to achieve hemostasis. Manual compression was made until a balloon was inflated through the contralateral access site and up and over the aorto-iliac bifurcation to achieve hemostasis. After 2x 5 minute inflation of the balloon, there was still some internal extravasation at the access site closed with manta. They the deployed a 9mm x 5cm covered stent to achieve complete hemostasis. Patient was reported as fine."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A (B)(6) male patient, presented in the or for a tavi procedure. Access was gained utilizing ultrasound guidance and was positioned in the higher third of the femoral head, above the bifurcation, and below the epigastric artery. High access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty to control bleeding. The right common femoral arteriotomy was around 9.0mm, no calcification, minor tortuosity, with a measured deployment depth of 2.5cm. The manta instructions for use (IFU) posts warnings: not to use manta if there is marked tortuosity of the femoral or iliac artery, and if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. No issues were encountered advancing or withdrawing the procedural sheath. Following placement of the evolut fx34 valve, activated clotting time (act) was 249; heparin was administered, and an 18f manta was deployed to the measured depth for closure. Following deployment, pulsatile bleeding was present at the access site. Manual pressure was administered, and contralateral balloon angioplasty was deployed up and over the aorto-iliac bifurcation. Following two five-minute inflations, some internal extravasation at the access site was still present. The physician chose to deploy a covered stent over the access site to address the bleed. The patient did not experience any harm, injury, or health consequence due to this event. Post-procedure patient outcome was fine. Multiple causes for extended hemostasis requiring a covered stent have been established; however, the exact cause for this extended hemostasis requiring a covered stent is likely due to user error. The root cause of the implant not being effective in creating hemostasis potentially is contributed to the higher positioned access and poor patient selection due to marked tortuosity. The IFU states in the procedure requirements: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. The IFU precautions in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The device was not returned, there is believed to be no device failure. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4).

Event description:
It was reported that: "a valve was delivered through the rcfa without any issue. They then deployed a manta 18f closure device at the access site, but there was pulsatile bleeding at the access site after the manta deployment." Additional information: "during a tavi, measured depth for the manta was 2.5cm. Systolic bp was 130-140mmhg and act was 249 prior to closure. Heparin was administered but no protamine. Balloon was inflated through the contralateral access site and up and over the aorto-iliac bifurcation to achieve hemostasis. Manual compression was made until a balloon was inflated through the contralateral access site and up and over the aorto-iliac bifurcation to achieve hemostasis. After 2x 5 minute inflation of the balloon, there was still some internal extravasation at the access site closed with manta. They the deployed a 9mm x 5cm covered stent to achieve complete hemostasis. Patient was reported as fine."